Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v962972, implanted: (B)(6) 2012, product type: lead; product ID 3093-28, lot# v962972, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative reported she had been having a lot of urinary tract infections (utis). The patient had not talked to her doctor or another urologist about her issues but her nephrologist told her to have the device checked. The patient inquired about how to know when the battery was dead or dying. The last time the patient checked her programmer, it had a doctor and a stethoscope on it and she wondered if it was important. She was interested in making an appointment. Appointment date was unknown. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative reported that the patient fell about a month ago on the side of her implant and she had been having trouble with her legs.